Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 failed and displayed device was not detected on bus error message. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed, recovery of storage had been performed but had continued to fail, and a reboot had been performed but the issue had persisted. The field service engineer (fse) inspected and found that auxiliary drawer 7 was not detecting and had no light emitting diode activity, inspected the bus cable and disconnected the retractor band but still observed no activity, replaced the drawer controller and confirmed activity was restored, performed diagnostics and found latch sensor activity had failed, inspected the latch and identified a missing magnet, replaced the latch and reran diagnostics confirming the unit was operational, restarted the application, and confirmed that the customer tested successfully. The system functioned as intended after field service engineer repaired the device.